Event description:
Information received by medtronic indicated the user alleged that the insulin pump was over delivering insulin, customer stated that they had a significant drop in their blood glucose levels after 1.6u correction having been administered. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.